Event description:
An alarm issue was reported with the abbott diabetes care (adc) device in use with iphone 12 pro max, os 17.4. 1, app version 2.10.2.7677. Customer experienced a signal loss and was unable to receive glucose alarms. As a result, customer was not alerted of changes in glucose level and experienced hypoglycemia with symptoms described as sweating and a loss of consciousness and was unable to self-treat, requiring administration of candy for treatment by a healthcare professional. No further treatment was indicated. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug was properly seated, and no physical damage was observed on the sensor patch. The sensor was found to be in state 5 (indicating normal termination). Visual inspection has been performed on the sensor plug assembly; no failure modes were observed. An extended investigation has been performed on returned sensor. Visual inspection was performed on the returned sensor and no issue were observed. The sensor was found to be in sensor state 3 (indicating the sensor was paired within the last 14 days). The returned sensor was reprogrammed and restored to storage state and activated for smu (source measurement unit) testing. The current was applied to the sensor to perform accuracy testing while in the test fixture. All results were within specification. The returned sensor was reprogrammed and activated with known good reader to receive first 5 ble (bluetooth low energy) packets. First 5 ble packets were successfully received. Therefore, issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
For sensor: the most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and sensor kit were reviewed, and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. Extended investigation (software): the most probable root causes associated with this failure mode are software/data corruption or misuse. However, mitigations are in place to reduce and prevent such issues. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. The customer reported missing high or low glucose alarms with the freestyle librelink application. Abbott diabetes care attempted to replicate the reported issue and the reported configuration of the device [ios 17.4.1] is not compatible with the freestyle librelink application. The compatibility guide is available to the customer on the abbott diabetes care website. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the abbott diabetes care (adc) device. Customer experienced a signal loss and was unable to receive glucose alarms. As a result, customer was not alerted of changes in glucose level and experienced hypoglycemia with symptoms described as sweating and a loss of consciousness and was unable to self-treat, requiring administration of candy for treatment by a healthcare professional. No further treatment was indicated. There was no report of death or permanent impairment associated with this event.